Event description:
A (B) (6) male admitted for anterior / posterior laminectomy with hardware. The cardiovascular surgeon was assisting the orthopedic surgeon with the anterior approach. He had opened and was ligating vessels in order for the orthopedic surgeon to repair the back anteriorly. The cv surgeon was using ethicon ligaclip and instead of the clip ligating the vessel, it severed it. It was recognized immediately and sutured. A new clip was obtained and there were no other problems. Cv surgeon requested this be reported because it could cause a potential danger to the pt if unnoticed. The pt did well and had no other sequelae from the event. The clip was examined by both the surgical team, and the physicians then returned to the MFR for examination.